Manufacturer narrative:
Method - device history record and sterilization record were reviewed, no anomalies were found. Results - all records reviewed were found to meet specifications. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Ans received a report that the patient was implant with an scs system in 2009. It was reported the md used a dural separator to open the space and implanted the lead at t8. Post-operatively, the patient stated she had no lower extremity sensation from the rib cage down. It was reported spinal cord injury protocol was initiated by the hospital staff. It was reported the md assessed the patient's condition and removed the ipg system. It was reported in the next day that the patient was able to move her feet, but could not feel her legs. In the following day, it was reported an MRI was taken of the patient's spine that indicated 7 anteriorly herniated discs at t8 and above. It was stated the herniation was non-scs related. It was reported the patient is to have surgery to repair the discs. Ans was informed that hospital policy dictates that the lead will be sent to the hospital pathology department and will be discarded. Lead will not be returned to ans for evaluation.